Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device has been serviced over a year ago for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for evaluation. Quality engineering evaluated the device and determined that the device passed all visual inspections and pre-repair diagnostic assessments, and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: saw blade device, battery device, small battery drive device, (B)(6) 2021. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a bipolar hemiarthroplasty (bha) surgery for the right femoral neck fracture using the small battery drive device ¿corail system¿ and the battery oscillator device, it was discovered that the battery oscillator could not be used for more than five seconds. It was further reported that the surgeon used another battery device; however, the issue did not improve. It was reported that because the device could only be used for a short period of time, the surgeon used it to cut the hardened part of the bone and then used a bone forceps ¿luer¿ to process the remaining parts of the bone. It was reported that there were no delays to the surgical procedure as a spare device was used to complete the surgery successfully. It was further reported that after the surgery, it was confirmed that the device could not operate for a long time when it was attached to a saw blade device; while it could operate for a longer time without a saw blade. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.